Manufacturer narrative:
The results of the investigation are inconclusive. However, based on the information received, the cause of the reported incident cannot be confirm or conclusively determined via laboratory testing .

Manufacturer narrative:
Investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent surgical intervention to repositioned the scs ipg on (B)(6) 2019, the patient had lost approximately 10kg of weight then pocket pain developed at the scs ipg implant site. Follow up identified the pain still persisted on this new location. Consequently, additional surgical intervention was taken and the ipg was repositioned out of the glutea area to a higher level on the back next to the midline.